Event description:
It was reported that the user experienced hypoglycemia with a recorded glucose of 49 mg/dl while using the ilet system, received coaching not to announce a meal when treating a low, and corrected the low with oral carbohydrates; the glucose later rose to 169 mg/dl. Symptoms included no reported clinical manifestations. Outcomes included no need for external assistance and no medical intervention. Investigation included customer support review and troubleshooting with education on hypoglycemia treatment and meal announcement practices. Investigation of this case revealed no confirmed device malfunction, no confirmed sensor type or fingerstick confirmation at the time of the event, and a likely user management issue with uncertain precipitating factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear with hypoglycemia of undetermined origin. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.